Manufacturer narrative:
Date of event: exact date unknown/ not provided. Best estimate date is (B)(6) 2021. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to having decrease vision and a smudge in the center of the eye. The lens has been discarded. There was no patient injury and no medical/ surgical intervention required. The surgery was completed using a non-johnson & johnson replacement lens. The patient is doing well post-operatively. No other information was provided.